Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that while stringing on the guide wire, the stent parted from the balloon. It was noticed before used on patient. There was no patient injury reported.

Manufacturer narrative:
The report received from the affiliate indicated that while advancing the sds over the guidewire the stent dislodged from the balloon. It was noticed before use on the patient. There was no patient injury reported. Attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile catheter sds genesis 9x29 mm 80 cm pro was received coiled inside a plastic bag. Balloon was partially inflated. The stent was found mounted under balloon. The stent looks dislodged. As part of the analysis it could be noted that the stent was placed correctly between the 2 marker bands. No other anomalies were observed in the returned device. Stent marks were noted in the balloon. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged failure was confirmed. However the exact cause could not be determined since the balloon showed marks of stent between the 2 marker bands; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or user handling.